Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure involving a patient with an occluded right common iliac artery, the tip of a roadrunner the firm hydrophilic wire guide separated inside of an unspecified catheter. Per the reporter, as the user attempted to pass the wire through the catheter, the tip of the wire came off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 23jan2026. The wire was not altered prior to use, and resistance was not encountered during insertion of the wire. Latex surgical gloves were worn. The coating was activated with a soaked gauze pad, just before the device was inserted into the patient. The wire, which was used a total of three times during the procedure, was kept hydrated inside a water basin while not in use. The coating was reactivated before reuse. A cook inflation device and cook introducer were used during the procedure. The separated fragment remained in a catheter, which was removed from the patient. The wire fragment was then removed from the catheter. Additional information: b5, d10. Corrected info: e1 city, postal code. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The tip of the wire was missing. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the lot. The product IFU states ¿use medical imaging when you manipulate the wire guide. Do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip.¿ the IFU also states ¿when you use the wire guide with another device, consider the end-hole size and the length of the device in order to ensure a proper fit between the wire guide and the device.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 23jan2026. The wire was not altered prior to use, and resistance was not encountered during insertion of the wire. Latex surgical gloves were worn. The coating was activated with a soaked gauze pad, just before the device was inserted into the patient. The wire, which was used a total of three times during the procedure, was kept hydrated inside a water basin while not in use. The coating was reactivated before reuse. A cook inflation device and cook introducer were used during the procedure. The separated fragment remained in a catheter, which was removed from the patient. The wire fragment was then removed from the catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure involving a patient with an occluded right common iliac artery, the tip of a roadrunner the firm hydrophilic wire guide separated inside of an unspecified catheter. Per the reporter, as the user attempted to pass the wire through the catheter, the tip of the wire came off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.